Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® no additive (z) tubes, the body of 20 tubes was cloudy. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. After review, one of the photos compares a normal product with a defective (cloudy) product. A total of 30 retained samples underwent a visual inspection for cloudy molded parts, and all 30 samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molded part is cloudy based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® no additive (z) tubes, the body of 20 tubes was cloudy. No adverse impact was reported regarding the patient or user.